Event description:
It was reported that the pulse generator exhibited backup vvi operation during threshold testing. The patient was asymptomatic to the event. The device was explanted and replaced on (B)(6) 2017. The patient¿s condition was stable throughout the procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The backup occurred due to transient battery fluctuation caused by increased current drain during threshold test that triggered nmi. Analysis performed after reloaded product code and installation of new battery did not find any anomalies. The original battery had depleted to end of life level due to pacing in backup operation. Further analysis of the device found no indications of high current or other causes of premature depletion.